Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ measurements show affected channels.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. There are no plans for re-implantation currently. This is a final report.

Event description:
It was reported that in situ measurements show affected channels. Currently there are no plans for re-implantation.

Manufacturer narrative:
Investigation revealed damage to the active electrode under silicone overmold likely caused by repeated external mechanical impacts on the device. In addition further wire fractures likely caused by minute device mobility are present. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that in situ measurements show affected channels. The recipient was explanted.